Manufacturer narrative:
The li-ion battery involved in the reported complaint will not be returned for evaluation because the customer has disposed it. Therefore physical investigation could not be performed and the root cause could not be determined.

Event description:
During shift check, the user noticed that the status button on the autopulse li-ion battery (sn (B)(4)) was hard to press intermittently and the battery does not power up the autopulse platform. Per customer, the battery was successfully charged and the status leds on the battery showed 4 green lights. The battery was disposed by the customer and will not be returned for evaluation. No patient involvement.